Event description:
It has been reported to philips that the host pc would not turn on. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned coronary procedure and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system host pc was not turn on. Fse identified that the cause of the issue was due to malfunction in the host pc. Fse replaced host pc and ghost software and new license were reloaded. After replacement of parts and loading of software and new license the system was returned to use in good working order. The codes were updated based on the investigation outcome.